Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass, minor scratched liquid crystal display window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had many scratches on the display window and cracks near the battery compartment. The reporter did not know the blood glucose reading. Nothing further reported.